Event description:
Report received of an underdelivery. The pump was received in the biiomedical engineering department with an unsigned note that read: "out of order". The pump was tested by the biomedical engineer and was found to underdeliver. There was no tracking info available, including pt, nurse or event location. There was no reported adverse pt event. Though requested, there was no reported adverse pt event. Though requested, there was no further info available.